Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the reamer inside is indeed rusty. Unfortunately we were not able to determine the exact cause of this reported problem. We can only assume that the reamer may have had leftover residues on its surface which possibly caused the rust formation. Please note that we are not aware of any other complaint of such matter so far. Therefore we consider this complaint to be an isolated case. Note, the faulty item has been sent back to the manufacturer.

Event description:
It was reported that item is covered in rust colored sediment which is also evident inside the clear plastic packaging. This is report 1 of 1 for complaint (B)(4).